Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a micro right ventricle (rv) lead displacement. The lead was successfully repositioned on (B)(6) 2019. No adverse patient effects were reported.